Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip cable at the distal end. Fa noted the root cause of the broken instrument grip cables at distal end is attributed to a component failure.

Event description:
It was reported that during central processing, that the large needle driver cable broken at the tip. There was no report of patient involvement.